Event description:
After the salute ii fixation system was taken out of the package, a screw fell out. Another salute ii was taken out of the package, when the same thing occurred. The pt was not in the surgical suite at the time this occurred.